Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse of a customer reported via phone call of being hospitalized for high blood glucose of 546 mg/dl. Troubleshooting found that the pump alarmed no delivery and the cannula was bent. Customer declined high blood glucose troubleshooting and indicated that they would try another infusion set. No further details given.